Event description:
It was reported that during a pacing lead implant, after cutting the sheath, the lead dislodged. The lead was removed and repositioned and the parameters continued to be poor with the lead exhibiting a drop in impedance and high thresholds. Upon cutting the sheath again, the 3830 lead dislodged again. The physician believed that the poor parameters were possibly due to the patients myocardial function. The lead was attempted/not used and replaced. It was also reported that during implant, the other pacing lead exhibited poor testing parameters, including high thresholds. When the lead was removed it was suspected that the tip was deformed. This lead was also attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.